Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lhr (lot f1230506) indicated that the device lot met all established performance criteria prior to shipment. It was reported that the physician who is in training did not adhere to the 30/90/60 process per the IFU and the sealant did not have time to 'seal'. Based on the provided info and the investigation performed, the probable cause for the reported event was IFU not followed.

Event description:
It was reported by the aci distributor that a patient underwent a catheterization procedure on an unk date. Following the procedure, the physician who is in training, selected the mynxgrip vascular closure device 5f to close the access site. It was reported that the physician did not adhere to the 30/90/60 process per the IFU and the sealant did not have time to 'seal'. The patient was converted to 20 minutes of manual compression at which time hemostasis was achieved. No further info is available.